Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report that his son was hospitalized for diabetic ketoacidosis. The father reported a blood glucose reading of 120 mg/dl at the time of the call. The father stated that the customer changed the infusion set the day prior to the hospitalization. The father also stated that the customer does not check his blood glucose levels very often. When the customer removed the infusion set, the cannula was bent. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. In addition, found that the customer was not entering a blood glucose reading when using the bolus wizard feature. Advised proper way to use bolus wizard. Nothing further was reported.